Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2003 due to exposed vaginal mesh at vaginal cuff. It was reported that patient underwent exam under anesthesia, exploratory laparotomy, extensive lysis of intra-abdominal adhesions, abdominal excision of sacral colpopexy mesh and repair of vaginal vault w/diagnostic cystoscopy on (B)(6) 2004 due to recurrent vaginal mesh erosion. It was reported that patient underwent exploratory laparotomy, lysis of adhesions, drainage of pelvic abscess, repair of caudal cutaneous fascicular fistula w/extensive resection of the ileum and right colon (right hemicolectomy) and repair of the bladder on unknown date due to caudal cutaneous fascicular fistula w/an intra-abdominal abscess. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, dyspareunia, and vaginal scarring. It was also reported that the patient concurrently underwent with abdominal sacral colpopexy and lysis of adhesions.